Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model#m-4800-01, serial #(B)(4)); stockert 70 system (model#m-5463-01, serial #(B)(4)); coolflow pump (model#m-5491-02, serial #(B)(4)). (B)(4). Event description: the force issue and the error codes populating are not indicative of reportable issues. The physician also had available signals to monitor the patient¿s heart rhythm, therefore, the noise is not indicative of a reportable issue. The cardiac tamponade is indicative of a reportable event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, there were several issues. The smart touch catheter was displaying high force readings on the carto 3 system. There was noise from all the catheters being displayed on the recording system. Errors 95, 106, 89, 1500, 2601, and 370 were being displayed on the carto 3 system. The ablation cable was replaced with no resolution. When the catheter was re-zeroed, only the force issue resolved. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint cannot be confirmed. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. During the procedure, there were several issues. The smart touch catheter was displaying high force readings on the carto 3 system. There was noise from all the catheters being displayed on the recording system. Errors 95, 106, 89, 1500, 2601, and 370 were being displayed on the carto 3 system. The ablation cable was replaced with no resolution. When the catheter was re-zeroed, only the force issue resolved. The catheter was never replaced. A cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and approximately 400ml of fluid was removed. The patient was reported to be in stable condition. Additional information was received regarding the event. The high force readings that were showing up on the carto 3 system occurred during mapping. Zeroing did not occur until a couple of hours into the procedure. Upon initial zero, the catheter would not register anything other than hi. When trying to zero for the first time, the catheter was not close to another catheter. On a different attempt in the right atrium which was hours later, it finally zeroed. The cardiac tamponade occurred towards the end of the procedure after multiple ablation sites. A transseptal puncture was performed with an unknown needle. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. The generator was set to power control mode.